Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) reported to fresenius that a dialyzer leak occurred during the patient¿s hemodialysis (hd) treatment. The leak was external. The leak was identified approximately 9 minutes prior to treatment completion. The fluid leak was comprised of dialysate. No blood was visually noted. No machine alarms were received. Blood leak test strips were used and tested negative for the presence of blood. The location of the leak could not be initially determined. Treatment continued to completion. Following treatment the dialyzer was inspected and a crack was noted that was determined to be the location of the leak. The cm stated that no blood loss, adverse event, serious injury, or required medical intervention resulted from the reported issue. The sample was returned to the manufacturer for physical evaluation.